Event description:
Event 1 [redacted date] lot g4150996: after placement into the patient, the soundstar u/s catheter failed to be recognized by the carto system. The catheter was removed and replaced with no harm to the patient. Event 2 [redacted date] lot g4151640: there was a sensor error with the ultrasound catheter after placement into the patient. The catheter was removed and replaced with no patient harm. Manufacturer response for ultrasound catheter, soundstar u/s catheter 10fr x 90cm soundstar eco diagnostic ultrasound catheter (per site reporter) mfg made aware by site.